Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The first shock was over a year ago and the sensing vector was reprogrammed at that time. Recently there was another shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The first shock was over a year ago and the sensing vector was reprogrammed at that time. Recently there was another shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 70mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 25mm from the terminal pin. The sense a cable and a high voltage cable are fractured in and around the area approximately 70mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This device is in CAPA 00005954 emblem 3501 electrode proximal fracture. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise. The first shock was over a year ago and the sensing vector was reprogrammed at that time. Recently there was another shock. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.